Event description:
On (B)(6) 2025, a 73-year-old female patient has been treated with hymovis (batch no. H48960; exp. 21.nov.2028) for unknown indication. The suspect product was withdrawn with positive dechallenge. On unknown date of (B)(6) 2025, the patient experienced: pseudogout, injection site joint erythema, injection site joint swelling, injection site joint tenderness, low grade fever, gait inability. According to the reporter the events caused/prolonged hospitalization. Actions taken to treat the events: the emergency department decided to tap the knee under ultrasound guidance. Aspirate was blood tinged serous, minimal fluid drainage was aspirated. The patient was placed on broad spectrum antibiotics and placed npo at midnight to prepare for orthopedic intervention on (B)(6) 2025. The aspiration resulted in 141,000 white blood cells. The orthopedic department repeated the aspiration resulting 40 ml purulent fluid and white blood cells of 109,150. The patient had arthrotomy of the right knee with expiration drainage which is the same treatment and protocol for possible septic arthritis on (B)(6) 2025. Patient was maintained on broad-spectrum antibiotics. Infectious disease department weighed in and recommended 4 weeks of daptomycin and ceftriaxone. A PICC line was placed to facilitate the subacute administration of antibiotics. Patient worked with physical therapy and was able to ambulate prior to discharge. The outcome of the events was reported to be recovering/resolving. Reactions as reported by the primary source: "the patient received her first bilateral hymovis injections on (B)(6) 2025. She returned to the clinic on (B)(6) 2025 for her second bilateral hymovis injections. The patient had swelling, severe pain of the right knee, a low-grade fever and was not feeling well. The patient was advised to go to the emergency room for possible washout of the right knee. The patient was admitted to the emergency department on (B)(6) 2025 at 2300 hrs. The patient was admitted under the assumption of septic arthritis based on symptoms of low-grade fever, sudden erythematous, tender, non-weightbearing, swollen right knee. The emergency department decided to tap the knee under ultrasound guidance. Aspirate was blood tinged serous, minimal fluid drainage was aspirated. The patient was placed on broad spectrum antibiotics and placed npo at midnight to prepare for orthopedic intervention on (B)(6) 2025. The aspiration resulted in 141,000 white blood cells. The orthopedic department repeated the aspiration resulting 40ml purulent fluid and white blood cells of 109,150. Radiographs of the knee showed moderate tricompartmental osteoarthritic changes with joint space narrowing and osteophyte formation in his small effusion. The patient had arthrotomy of the right knee with expiration drainage which is the same treatment and protocol for possible septic arthritis on (B)(6) 2025. Patient was maintained on broad-spectrum antibiotics. Infectious disease department weighed in and recommended 4 weeks of daptomycin and ceftriaxone. A PICC line was placed to facilitate the subacute administration of antibiotics. Patient worked with physical therapy and was able to ambulate prior to discharge. Patient was otherwise medically optimally treated in the postoperative period, uncomplicated hospital course. Patient was discharged from the hospital on (B)(6) 2025. On (B)(6) 2025 lab results indicated no bacterial growth but positive for pseudogout". The reactions were deemed serious since the patient was hospitalized from (B)(6) 2025.

Manufacturer narrative:
During the treatment with hymovis, the patient experienced the following events: pseudogout (pt: chondrocalcinosis), injection site joint erythema, injection site joint swelling, injection site joint tenderness (pt: injection site joint pain), low grade fever (pt: pyrexia) and gait inability. The events chondrocalcinosis, injection site joint erythema, injection site joint swelling, injection site joint pain, pyrexia and gait inability are assessed as serious considering that the following criteria "temporary serious deterioration of a patient's state of health" is satisfied, considering that the events caused/prolonged hospitalization. The event chondrocalcinosis is assessed as unanticipated undesirable side effect as per current IFU of hymovis. Pseudogout is caused by the build-up of calcium pyrophosphate dihydrate (cppd) crystals in the joints. These crystals deposit in and around joints, particularly in the cartilage, and can lead to inflammation and pain similar to gout, but with different underlying crystal formations. In light of the crystals' formation timeline, hyaluronic acid should be regarded as a triggered factor. It is also important to note that more severe inflammatory reactions, sometimes involving sodium pyrophosphate crystals, have been reported in association with intra-articular hyaluronate injections. The events injection site joint erythema, injection site joint swelling and injection site joint pain are assessed as anticipated undesirable side effects as per current IFU of hymovis and, in this case, they are related to chondrocalcinosis. The events pyrexia and gait inability are assessed as unanticipated undesirable side effects for the device, as such, even if they could be related to the inflammation of joint (an anticipated undesirable side effect). Despite no issues with product quality have been identified during the batch investigation, the events chondrocalcinosis, injection site joint erythema, injection site joint swelling, injection site joint pain, pyrexia and gait inability are assessed as probably related to medical device according to who-umc causality assessment based on temporal relationship and positive dechallenge. Based on the available information, the case is assessed as serious, unanticipated and probably related to hymovis. Further information has been requested to perform a comprehensive medical evaluation; however, no response has been received to date.